Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Cmpl (B)(4) voluntary MDR/medwatch report number mw5158531. A4 weigh t- additional information. A4 weight units - additional information. B5: describe event or problem - correction/additional information. E3: occupation - additional information. E4: initial report also send to FDA - additional information. G2: report source - additional information. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data. H11: additional narrative.

Event description:
Subsequent to the initial MDR, a correction was added on 10/02/2024, a voluntary mw5158531 was received.